Event description:
Reporter stated that 2 of the base unit's internal contacts appear to have melted. No operator injury was reported. Technical support requested the return of the suspect device and replacement product was shipped.